Manufacturer narrative:
(B)(4).

Event description:
It was reported that leakage was found in the balloon of a 7mm reinforced nim emg endotracheal tube while testing the device, prior to its use on the (B)(6) male patient. The device never came in contact with the patient, and another device was used to successfully complete surgery as a result. Additional information obtained through analysis indicates that the cuff was punctured by a wire that was out of the lumen. This is the only information provided and there was also no report of patient impact or injury as a result of this event.